Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump reset unexpectedly. Customer had low blood glucose (bg) levels reaching below 40 mg/dl. Customer was able to reload a cartridge onto the pump and resume insulin delivery. Reportedly, the customer has back up manual injections for continued insulin therapy.